Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The caller stated that he was not connected during the rewind/prime process. The customer's recent glucose reading was 323mg/dl, and he did not treat yet. Troubleshooting was performed. Reviewed the programming and it seems to be correct. The customer stated that the paramedics were called and threaded him on site, but he decided to visit the emergency room for further evaluation. The customer requested having a replacement of the insulin pump. The caller mentioned changing his basal rates. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.